Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that patient underwent simple cystometry, cystoscopy and precise miniarc sling implant on (B)(6) 2012 due to sui, frequency of urination, urethral hypermobility. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent suprapubic cystostomy, cystoscopy, and suprapubic catheter closed drainage.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and cystocele. It was reported that following insertion the patient experienced extrusion, infection, urinary and bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent partial mesh removal on (B)(6) 2012 due to pain, vaginal prolapse, defect, rectocele and sui.

Manufacturer narrative:
(B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that patient also underwent lap. Sacrocolpopexy (empathy mesh), lap. Paravaginal repair, lap. Enterolysis, cystoscopy with indigo carmine, posterior repair on (B)(6) 2012 due to pain, vaginal vault prolapse, cystourethrocele, paravaginal defect, urgency and rectocele. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.